Event description:
The event involved a microclave connector where on two occasions, leaking occured during an infusion ( the length of time the device(s) in use was 48 hours). The two connectors were connected in a y-clamp retention clip, feeding fluid on one side and leaking from the other. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was patient involvement but no harm in the event.

Manufacturer narrative:
Two (2) used. List #01c-c3300, microclave¿ connected to an unknown, bifuse connector were returned for evaluation. As received some unknown solution residuals was observed inside the set. No additional damage or anomalies were confirmed. The returned sets were tested induvial and a leaks was observed coming from the seal, once the sample was dissembled a damage on the window and a coring on the side of the seal was confirmed. No mating device was received for evaluation. Complaint of leaks can be confirmed. The probable is typically due to access with an incompatible mating device during use. The dfu states: do not use needles or luer caps on clave / microclave connector(s). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.